Event description:
It was reported that following the implantation of a retroarc sling on (B)(6) 2014, the patient experienced moderate "pain with urination." The patient began treatment with medication on (B)(6) 2014 and the event is considered resolved. No further patient complications were reported in relation with this event.